Event description:
It was reported to boston scientific corporation in 2008, that a resolution clip device was used during a procedure to repair a bleeding ulcer performed the day before. According to the complainant, difficulty was experienced deploying the clip. The clip did not cause any tissue trauma once it was deployed. The procedure completed with the same resolution clip device. There were no pt complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
According to the complainant, the suspect device has been implanted and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.